Manufacturer narrative:
The sample was run as a closed tube. Qc was within established ranges before the event a bci field service engineer (fse) replaced the reagent: level sense beads and fluid lines. Mixer assembly due to a hole worn in the cable from rubbing the center cover. Service was unable to determine the root cause for the low glucose flier.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one erroneous low glucose flyer result (suppressed oir lo) generated by the unicel dxc 600i synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was rerun on an alternate instrument and higher result was obtained (86 mg/dl) and report amended. No change to patient treatment or diagnosis.